Event description:
It was reported that pump issued altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker area as instructed, reconnected cartridge, resumed insulin after waiting, and confirmed alarm did not recur; pump returned to normal operation and technical support provided guidance on preventing future altitude alarms, which customer acknowledged.